Manufacturer narrative:
Evaluation results: the visual findings revealed corrosion on the on/off switch, at the back of the battery door, and compartment sidewall. The moisture indicator label revealed that the unit was exposed to moisture or was immersed in liquid. Additionally, evaluation found that the unit has no sound when nothing is connected and/or when in use with a sensor pad. The visual and additional findings revealed signs of moisture exposure that caused the unit to not sound when it should. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, the posey sitter elite is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
Customer reported the alarm does not sound when the patients weight is removed from the sensor pad. The alarm has power and batteries have been replaced with a new supply. The date the issue was discovered is unknown and no patient incident or injury was reported.